Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that a foreign object was clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additional, it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the objective lens and the control unit had discoloration due to chemical stress. It was also observed that the paint on the suction cylinder was peeled due to handling. Also, it was observed that the suction cylinder was shaved due to a handling issue. It was also observed that there was a lack of image on the monitor due to dirt on the objective lens. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, scope connector cover, scope connector, protector of universal cord on the scope connector side, universal cord, flexibility adjustment ring, grip, switch box, lock engagement lever, lock engagement lever knob, up and down knob, right and left knob, control unit and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope nozzle is clogging. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material was not removed from the nozzle, resulting in the clog, because reprocessing was not performed in accordance with the instruction for use (IFU). The cause for the foreign material entering the nozzle could not be specified and the nozzle was not reported to have been deformed. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function ¿inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.